Event description:
Physician's note of 6/8/84 states pt lifted a heavy object and heard and felt something "pop" in left breast. She also had tenderness and pain in left breast. Subsequent notes state pt had a mass in her right breast and physician told her she had swollen lymph nodes. Pt alleges hardness with pain, suffering, she has knots in her groin and under both arms, depression, anxiety, loss of sensation and joint pain.